Manufacturer narrative:
(B)(4).

Event description:
New information reported by the nurse stated that they could not see some strips and she was not sure if this is due to asystole or noise. The patient had recently moved to new mexico and does not do remote monitoring, so she does not have any information on patient condition. The patient is scheduled to be seen in january 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. Upon interrogation two asystole episodes were noted but they did not appear to be true due to the undersensing. No intervention was reported. The patient would continue to be monitored. No additional information was reported.